Event description:
It was reported that during a lap low anterior resection, the device was locked out after the first stroke of the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled. Additional information was requested and the following was obtained: what device was used with this reload?---ec60a. On what tissue type was the device used? At what location on the tissue? ---rectum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis results showed that one cartridge was returned partially fired ¼. The returned reload was reset and loaded into a test device. Upon firing, the left side was partially fired and the right side was fully fired; the cartridge body got damaged during firing. Further evaluation, found that the cartridge deck and one piece sled were damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.